Manufacturer narrative:
Upon further assessment of the reported event, it was confirmed that a leak of balanced solution was seen at the cassette connection area, which does not meet the criteria for reporting as it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num.1644019-2025-02032. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the leak occurred in the cassette connection area.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a leak of balanced solution was seen through one of the ports between the hose and the cassette during posterior vitrectomy surgery. The surgery was completed on same day after replacement of cassette with new one. There was no patient contact.